Event description:
It was reported that patient faced several events of infusion set bent cannula on (B)(6) 2026. The blood glucose level was high at the time of event and the patient reported symptoms like sleepiness and anxiety.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.